Event description:
It was reported that four pts sustained burns after hair removal treatment with a lightsheer xc laser. It was further reported that the pts had healed with no permanent impairment, and no medical intervention required to preclude permanent impairment.

Manufacturer narrative:
A review of the reported event details by a lumenis medical subject matter expert concluded the probable root cause of the reported events to be failure on the part of the device operator to clean the treatment tip according to product labeling.

Manufacturer narrative:
A review of the reported event details by a lumenis medical subject matter expert concluded the probable root cause of the reported events to be failure on the part of the device operator to clean the treatment tip according to product labeling.

Manufacturer narrative:
A review of the reported event details by a lumenis medical subject matter expert concluded the probable root cause of the reported events to be failure on the part of the device operator to clean the treatment tip according to product labeling.

Manufacturer narrative:
A review of the reported event details by a lumenis medical subject matter expert concluded the probable root cause of the reported events to be failure on the part of the device operator to clean the treatment tip according to product labeling.

Event description:
It was reported that four pts sustained burns after hair removal treatment with a lightsheer xc laser. It was further reported that the pts had healed with no permanent impairment and no medical intervention required to preclude permanent impairment. Date of event for 2nd pt is (B) (6) 2010.

Event description:
It was reported that four pts sustained burns after hair removal treatment with a lightsheer xc laser. It was further reported that the pts had healed with no permanent impairment and no medical intervention required to preclude permanent impairment. Date of event for 3rd pt is (B) (6) 2010.

Event description:
It was reported that four pts sustained burns after hair removal treatment with a lightsheer xc laser. It was further reported that the pts had healed with no permanent impairment and no medical intervention required to preclude permanent impairment. Date of event for 4th pt is (B) (6) 2010.